Manufacturer narrative:
The instrument was returned and evaluated. Per the reported complaint, failure analysis observed the instrument to be broken at the proximal clevis to main tube interface. The clevis is not dislodged from the main tube but it is missing a piece below one of the ears. The main tube is not missing pieces, but the stiffness of interface wall has been compromised. Engineering also observed the main tube to have a section with material removed on one side, located 1.5 inches from the wrist. The surface finish is rough, possibly damaged by a defective cannula. No other damage found. This site has returned cannulae for evaluation. If one or more cannulae are found to be defective in a way that would contribute to the removal of material from an instrument, additional reports will be submitted.

Event description:
It was reported that the wrist of the prograsp forceps instrument broke between the shaft and the tip. It was reported that no components had fallen off into a patient. No additional information has been provided. No patient harm, adverse outcome or injury was reported.